Event description:
It was reported that the procedure was to treat an occluded right coronary artery (rca) with visible thrombus. There was a calcified plaque before the target lesion. After advancement of a pilot 50 guide wire, a semi compliant balloon was used for pre-dilatation. The 2.5 x 15 mm xience prox stent was advanced to the lesion in the distal rca without any particular resistance and thought to be deployed. Post-dilatation was performed with a non-compliant balloon, but there was difficulty removing the balloon and it was noted that the stent had actually dislodged in the proximal tract of the rca prior to deployment. A guide wire was used in an attempt to remove the stent, but instead it pushed the stent distally into the mid-proximal tract of the vessel. The stent was compressed against the vessel wall with a balloon and a non-abbott drug eluting stent (des). A 2nd non-abbott des was implanted in the target lesion. The procedure lasted 2 hours; however, there was no adverse sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The xience prox is currently not commercially available in the us. However, it is similar to a device sold in the us.